Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2015, due to an infection. The patient was reimplanted with another cochlear device on (B)(6) 2016.

Manufacturer narrative:
This report is filed on (B)(6) 2017.